Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v577639, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-33, lot# v577639, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported a constant sensation/"pain" at the right site since it was first implanted. Then it was moved. Then it was replaced due to device failure. The sensation was noted to be a sharp, pulsating "electrical" sensation. Relevant medical history included interstimulation-other. No follow-up was required as this was a historical event and the device was replaced.